Manufacturer narrative:
The company representative examined the system, confirmed the customer reported event, and replaced the power controller printed circuit board (pcb) and the supervisor assembly. The system was then tested and met all product specifications. The replaced power controller pcb and the supervisor assembly were returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a burning smell and system message displayed. The system was rebooted several times but the message persisted. Additional information provided indicated the event occurred during the middle of a vitrectomy procedure. The system was exchanged to complete the case following a 30 minutes delay. There was no harm or injury to the patient.